Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foley catheter. The customer reports the catheter was inserted and a syringe with water was used to inflate the balloon. The catheter was tugged slightly to ensure the balloon was keeping the catheter in place. The catheter fell out of the patient's urethra as the balloon had not inflated due to the end of the catheter being missing. The customer reported having no idea where the end/tip of the catheter was. In looking at the catheter, the tip is missing exposing a tiny tube which leads from the balloon, allowing water to leak without ever filling the balloon. The patient underwent a cystoscopy to check that no parts of the catheter end were in her bladder. The customer is not aware of the cystoscopy findings.

Event description:
A quality alert has been completed to communicate this complaint to the manufacturing team and to ensure all misaligned units are disposed of correctly when the inner wrap machine stops and alarms. Another likely root cause is that the inner warp was cut in the hospital. The inner package which is also blue has a perforated line to allow the hospital to tear the pack and insert the catheter without handling the catheter. If the end of the package was cut instead of using the perforated line, this could also result in a chopped catheter. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 14c022fhx. Based on the above no further action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
One used sample was returned to the manufacturing facility. Visual examination found the catheter was cut between the cuff and where the drainage eyes should be. During manufacturing, the unit is 100% inspected by inflating with air and inspecting for leaking cuffs and sharp eyes among other inspections. The fact that the cuff is on the catheter suggests that the unit was fully intact post both these operations. After the units are 100% inspected they are put through the inner packaging process. This is an intermediate pack prior to the final sterile pack. The machine is designed with a vision system to detect misaligned catheters. If catheters are misaligned the machine will stop and alarm. The machine is calibrated a number of times per shift and the system is checked to ensure sensors are functioning. Once the machine stops, the manufacturing operator is trained to remove the catheter prior to restarting the machine and dispose of the catheter. The exact root cause of the reported condition stated by the customer could not be fully determined. A likely root cause may have been attributed to the operator not removing the catheter when the machine alarmed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.